Manufacturer narrative:
The device is not expected to be returned for evaluation. The reported is a known issue and the manufacturing facility has initiated a corrective and preventative action associated with manufacturing confirmed failures isolated to the main pcb. No further conclusion can be drawn by the manufacturing site since the device is not expected to be returned for analysis.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.